Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 3/2/2023 additional b5 narrative: it was reported that the patient experienced small bowel obstruction and adhesion following surgery. It was reported that the patient underwent exploratory laparotomy, small bowel resection and removal of adjustable gastric band on(B)(6)2020.